Manufacturer narrative:
Device analysis performed on the returned ipg revealed normal device characteristics during visual and functional testing. Additionally, the ipg was able to be charged in one four-hour cycle with no anomalies. Therefore, with all the available information, engineers concluded that the cause of the reported event was unable to be determined.

Event description:
It was reported that during a spinal cord stimulation lead implant procedure, the already implanted implantable pulse generator (ipg) was unable to establish communication with the remote control when tested intraoperatively. The physician suspected that the ipg may not have been sufficiently charged prior to this procedure. Since communication could not be established between devices, the ipg was explanted and replaced during this procedure. There were no reported patient complications postoperatively.

Event description:
It was reported that during a spinal cord stimulation lead implant procedure, the already implanted implantable pulse generator (ipg) was unable to establish communication with the remote control when tested intraoperatively. The physician suspected that the ipg may not have been sufficiently charged prior to this procedure. Since communication could not be established between devices, the ipg was explanted and replaced during this procedure. There were no reported patient complications postoperatively.